Event description:
It was reported that the patient called in to advise that the same thing happened as last time. The bag inside their cassette ruptured, and the customer had wasted some veletri. The customer checked and it was the same batch as last time. The customer had put it aside. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.